Manufacturer narrative:
Product analysis: there is a pine hole of the balloon on the medial peak. This type of failure is consistent with contact with bone splinter while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog#: kx153, 510k, k101864 and UDI#: (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vertebral compression fractures procedure: balloon kyphoplasty levels implanted: l3-l4 it was reported that intra-op, inflatable bone tamp ruptured at 80 psi during inflation. Volume of the balloon was 1 cc prior to rupture. After the balloon burst, the balloon was replaced with another and the procedure was completed successfully. X-ray image showed that just after balloon bursting, distribution of radiopaque substance was clearly seen. No fragment of the ruptured balloon remained in the patient. No patient complications were reported as a result of the event.